Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential hemorrhage postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been deployment technique resulting in a closure complication postoperatively. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that at the end of procedure, hemostasis was performed with the angio-seal device as per normal procedure. Hemostasis was successfully achieved and the patient was returned to the ward. However, shortly afterwards, the patient's lower extremity was found to have turned blue. Computed tomography (CT) scan revealed a pseudoaneurysm. The physician determined to place the patient under observation and returned the patient to the ward without further treatment. It is unknown if any additional treatment was subsequently given for the pseudoaneurysm. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was the right common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported product. The physician stated that they understand that performing the procedure too fast does not allow enough time for the collagen sponge to swell and harden. There have been no reported complications associated with this physician since he experienced this event. Additional information was received on 01nov2024: event occurred: hemorrhage. Type of operation: ica cavernous aneurysm, flow diverter and coil implantation (B)(6) 2024, dapt (by aspirin 100 mg + efient 3.75 mg) (B)(6) 2024, adp induced pal (apal) 6.1 / collagen induced pal (cpal) 4.40 (B)(6) 2024, implantation of a flow diverter and coil (pipeline 4.5*18, axium prime 6*20, medtronic) (closure device 8fr angioseal, lot unknown). Immediately after the procedure, hemorrhage was observed from the puncture site. The doctor from the vascular surgery department performed hemostasis by applying compression using a balloon catheter inserted via a 5fr procedural sheath. The 5fr procedural sheath was left in the patient's body after the procedure was completed. After the procedure, argatroban 6a was maintained and rinderon was started. (B)(6) 2024, no bulging was observed in the inguinal region. The contralateral 5 fr procedural sheath was removed from the patient. No obvious neurological findings. MRI showed there were some debris in the watershed and the basal ganglia, but it was within the postoperative range. The patient condition had improved and was stable. The blood loss was less than 250cc. Additional information was received on 08nov2024: it was confirmed that the issue occurred was hemorrhaging and not a pseudoaneurysm. The patient required non-surgical intervention due to the event: balloon catheter. The procedure was not high stick access.